Event description:
It was reported that during a laparoscopic gastric bypass procedure when the surgeon fired the device, the device cut but did not staple, no staple deployed. This was the first firing to create the gastric pouch. The firing was with a blue cartridge. The device was reloaded with a blue cartridge and was fired over the area where the staples did not deploy at the first firing. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The following additional information was provided: the procedure was completed and the anastomosis was tested with no leaks. The next day (B) (6), 2010, the patient presented with a gj anastomosis leak. The patient returned to surgery the next day for replacement of the inter-gastric stent at the gj anastomosis. Stent has been removed and the leak was resolved. The patient is fine.